Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a detached sensor wire. Patient's mother contacted dexcom technical support after patient reported pain and bleeding coming from site of insertion. Against user guide recommendations, patient's mother removed sensor pod without transmitter in place. Patient's mother removed sensor wire from site of insertion and stopped bleeding with a bandage. At the time of the call, according to patient's mother, patient was feeling fine. No further medical intervention was required. Dexcom has issued an rga for patient to return her device to be investigated.